Event description:
Alert: lead impedance out of range (see lead impedance trends) rv unipolar lead impedance warning on (B)(6)2019. Rv polarity switch on (B)(6)2019. Viewed by oinlc six previous alerts based on the information at hand, the associated field personnel was not contacted regarding this event. Programming changes, at the time of the event were not requested. (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).